Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) analysis found no anomalies. Visual examination noted that the outer insulation was pulled apart (overstress). Damaged at implant.

Event description:
It was reported that during implant attempt, the physician thought the lead looked kinked at the tip when removed from the box. The lead was placed with okay thresholds, then the lead dislodged. There were positioning difficulties, non-capture and unacceptable thresholds. The device was not used. There were no patient complications reported as a result of this event.